Event description:
It was reported that the patient presented to the hospital for a routine follow-up on 8(B)(6) 2022. Upon examination of the lead, it was noted that the right ventricular (rv) lead had high capture threshold. The physician capped and replaced the rv lead on (B)(6) 2022. The patient was in stable condition.